Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Hernia is a commonly known complication in peritoneal dialysis (pd) therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. The patient¿s inguinal hernia was discovered after the initiation of pd therapy; therefore a possible causal association cannon be excluded. However, there have been no reported allegations of a liberty select cycler malfunction or product deficiency that may have caused or contributed to the patient¿s inguinal hernia. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy treatment and the patient¿s inguinal hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced a hernia. The patient called technical service center requesting assistance to cancel treatment due to abdominal pain. During follow up with the patient¿s peritoneal dialysis (pd) nurse it was reported that the patient had an inguinal hernia but did not require hospitalization. The patient¿s inguinal hernia was discovered after initiation of pd therapy. The patient was scheduled for repair. The patient continued pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.